Event description:
The customer reported that the system had problems with the camera. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ccd camera. The system operates as intended.